Event description:
Literature: prasa, d., kutz, s., deters, m., & huntschel, h. (2009, october). Medication errors in intrathecal application: a rare but severe occurrence. Poster session presented at the 9th annual meeting of the international society of pharmacovigilance, (B) (4). Summary: this study presents a review of the intrathecal iatrogenic medication errors reported to the poisons info centre (pic) (B) (4) from 1999 to 2008. Seven of the 1153 cases reported to pic (B) (4) were related to intrathecal application. Five cases were inadvertently overdosed, once drug was applied intrathecally instead of epidurally, and the final case, the drug was used in a false indication. The aim of the study was to investigate the incidence of errors in the intrathecal application of drugs reported to the pic (B) (4) to get further info for effective prevention. Reportable event: one pt experienced an overdose of 140mg of intrathecal morphine. The pt experienced cns depression. The risk of toxicity was noted to be moderate. No pt treatment or outcome was reported.

Manufacturer narrative:
(B) (4).